Event description:
It was initially reported that the physician's office was having communication issues with the wand for their programming system. Troubleshooting was performed where the 9v battery for the wand was replaced, as well as the serial adapter cable switched with another cable. Follow up troubleshooting determined that there were intermittent communication issues caused by the usb to db9 serial adapter cable which resolved with a new cable. The suspect serial adapter cable has not been returned to date. No additional pertinent information has been received to date.

Manufacturer narrative:
Patient identifier, corrected data: the initial report incorrectly listed that a patient was involved in the event. Age at time of event, corrected data: the initial report incorrectly listed that a patient was involved in the event. Sex, corrected data: the initial report incorrectly listed that a patient was involved in the event. Weight, corrected data: the initial report incorrectly listed that a patient was involved in the event. (B)(4).

Event description:
Follow up communication with the physician's office indicated that, when attempting to interrogate the patient's device, communication failed with error messages displayed on the programming system. They performed troubleshooting, including replacing the wand battery and substituting a different adapter cable (reported in medwatch report 1644487-2016-00429). A different patient's generator was attempted to be interrogated with the same errors encountered, which sufficiently ruled out the patient's generator as contributing to the event prior to them notifying the manufacturer. The communication issues reportedly resolved when the serial cable adapter was replaced with a new cable. The identification of the suspect device was made known to the manufacturer. No additional pertinent information has been received to date.